Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review of the product, allegation was not confirmed since devices is not cracked but broken by half of the handle. Breakage occurred at the assembly point with metal shaft. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument had a crack in plastic.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added e1: (facility name). Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.